Event description:
Rptr said that their office is getting drastically long responses on these dip sticks for a pt who is monitoring his sugar, and blood machine all showed. A trace or very low numbers, unlike the device, this can completely alter the pt's dosage when he's monitoring himself. This is a very dangerous condition.